Event description:
Since the subject device generated a high pitch noise during a gastric resection procedure, the physician stopped activation and withdrew the device from the pt body. When the physician was checking the device and touching the probe tip, the probe tip broke off. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.